Event description:
The customer reported that the device could not boot up. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.